Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the caller to revert to back up plan. The customer's blood glucose reading was 210mg/dl. The mother called back and stated that the customer's blood glucose had increased over 300mg/dl, and she was treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had severely scratched display window, cracked reservoir tube, and missing end cap sticker.